Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The pump was received with cracked reservoir tube lip. The pump was unable to verify for motor position encoder error alarm due to constant motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 181 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.